Manufacturer narrative:
The manufacturer previously received a report that a trilogy ev300 ventilator failed the active exhalation verification: s (+) p (+): pilot: reading test. No further details were provided. There were no reports of patient harm or serious injury associated with this event. The device was subsequently evaluated on site by a philips field service engineer (fse). As part of the investigation, the fse attempted to replace the device¿s 3-way solenoid valve and proportional valve in accordance with the service manual to address the reported issue. During the attempted replacement of the 3-way solenoid valve, the fse observed that the replacement valve was damaged and unsuitable for installation. The defective replacement component was returned, and a new part was ordered. The fse returned to the customer site on march 6, 2026, and replaced the device¿s 3-way solenoid valve and proportional valve in accordance with the service manual. Following the repair, the ventilator successfully passed all final functional and performance testing and was confirmed to be operating within specifications. The manufacturer has updated section h in this report.

Event description:
The manufacturer received a report that a trilogy ev300 ventilator failed the active exhalation verification: s (+) p (+): pilot: reading test. No further details were provided. There were no reports of patient harm or serious injury associated with this event. The device has not yet been repaired. If any additional information is received, a follow-up report will be filed.